Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During retreat of the revive se (frs21452299/c12288) into the prowler 27 (mc) microcatheter (mst27000000/lot unk), the basket was separated after using in the patient. The event happened outside of the vessel and outside the patient. There was no complaint on the microcatheter, and during removal, the user did not experience resistance retracting the basket into the microcatheter. During the procedure, the (mc) microcatheter (prowler 27) was used with a constant and dedicated flush, and no damages were noted during use of the mc or additional force, torque or excessive pulling was used. During removal, the y connector was removed from the guide catheter, and after the event, no damages were noticed on the either device (kinks, bends, fractures, separations, basket-uplifted struts, etc.). The individual components are present. It is confirmed that the basket was returned severed from the core wire. Concerning cleanliness only, the revive system and the prowler 27 microcatheter were returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 1.3 centimeters off the distal tip of the severed delivery wire is a kink. Adjacent, but proximal to the kink, the core wire was been torqued 2mm off the surface plane resulting in a ¿twisted¿ condition. The proximal end of the severed basket has compression damage that buckled the struts in a distal direction. The fractures are all ductile in nature requiring external force. No material defects were found to the severed ends. The legs connected to the core wire have been buckled in a proximal direction. Concerning the prowler 27 (lot number unknown) microcatheter, located 19.0cm, 5.9cm and 1.9cm off the distal tip are three severe compressions that would not have allowed passage of the revive or would have caused temporarily anchored condition if present during the procedure. The circumstances of how and when the microcatheter received multiple sections of severe compression damage cannot be determined. However, if this damage was present during the advancement or retraction of the revive, then this may have been a contributing factor to the fractured basket as the struts were bent in the distal direction which could occur if the device was temporarily anchored in a compressed section of the microcatheter. The analysis confirmed the reported event, and indicated that the most likely contributing factor to the basket becoming severed was due to external force. The exact circumstances of how and when this damage occurred to the revive cannot be determined. In addition, without the return of the pink introducer used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It is confirmed that the basket was returned severed from the core wire. Concerning cleanliness only, the revive system and the prowler 27 microcatheter were returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 1.3 centimeters off the distal tip of the severed delivery wire is a kink. Adjacent, but proximal to the kink, the core wire was been torqued 2mm off the surface plane resulting in a ¿twisted¿ condition. The proximal end of the severed basket has compression damage that buckled the struts in a distal direction. The fractures are all ductile in nature requiring external force. No material defects were found to the severed ends. The legs connected to the core wire have been buckled in a proximal direction. Concerning the prowler 27 (lot number unknown) microcatheter, located 19.0cm, 5.9cm and 1.9cm off the distal tip are three severe compressions that would not have allowed passage of the revive or would have caused temporarily anchored condition if present during the procedure. The circumstances of how and when the microcatheter received multiple sections of severe compression damage cannot be determined. However, if this damage was present during the advancement or retraction of the revive, then this may have been a contributing factor to the fractured basket as the struts were bent in the distal direction which could occur if the device was temporarily anchored in a compressed section of the microcatheter. The most likely contributing factor to the basket becoming severed was due to external force. The exact circumstances of how and when this damage occurred to the revive cannot be determined. In addition, without the return of the pink introducer used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During retreat of the revive se (frs21452299/c12288) into the prowler 27 (mc) microcatheter (mst27000000/lot unk), the basket was separated. The event happened outside of the vessel and outside the patient. There was no complaint on the microcatheter, and during removal, the user did not experience resistance retracting the basket into the microcatheter. During removal, the y connector was removed from the guide catheter, and after the event, no damages were noticed on the either device (kinks, bends, fractures, separations, basket-uplifted struts, etc.). The individual components are present.